Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level and a hospitalization. The customer's blood glucose level at the time of incident was 17mg/dl. The customer's current blood glucose level is 225mg.dl. The customer states they were having low blood glucose levels and fell, and went to broke four toes. Troubleshoot was conducted. The customer was advised to monitor their blood glucose level and the device. The customer was advised to call back if issues arise.